Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, crease fold, wear abrasion, brown particles and opening. A microscopic analysis was performed a sharp opening in the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker's grade IV, and "patient¿s concern with the product¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., h.6.

Event description:
Patient¿s concern with "complete rupture of implant."